Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires we exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. Root cause of the broken conductor wire is attributed to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had wire exposure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the failure was identified intraoperatively. The cable was broken in half. There was no loss of cautery identified. There were no signs of thermal damage. No fragment fell into the patient's anatomy. The instrument was inspected prior to use and no damage was observed.